Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported ¿door error, will not latch¿ which were reproduced by loading a set and closing the door. The reported ¿door error, will not latch¿ was verified through a review of the event history log by the presence of ¿door jammed¿ messages and found to be caused by an out of specifications link. The link was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced "door error, will not latch". It was also reported there was no patient injury.